Event description:
It was reported that the device did not build-up the pressure during use, therfore there was no transport of fluid nacl. The alarm symbol lights up red. Safety technical checks must be carried out. As there was no back up device available, the debridement was conventionally ended with a scalpel.

Manufacturer narrative:
Investigation results: the reported versajet ii console was received at our technical center for evaluation. A visual inspection was performed on the exterior of product and no damage was observed. The functional evaluation found the device to have a defective power supply, displaying an f2 error message as a result of this defect. Following the initial complaint assessment, the unit was sent to our service and repair center to determine the full cause of the fault and to await further instructions on the repair status/fate of the device.